Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp y-type microbore catheter extension sets were separating/breaking during injection of contrast. This resulted in blood and contrast leaking at the IV site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.